Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID (B)(4) lot# serial# (B)(4) , ubd: (B)(4) 2015 , UDI: (B)(4) , product ID (B)(4) lot# serial# (B)(4) , ubd: (B)(4) 2015, UDI: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the patient seeing and feeling the leads was that she tripped and fell. The hcp reported that the patient met with a manufacturer¿s representative (rep) and it was working properly. The hcp also reported that the patient was set for a lumbar CT on (B)(6) 2018. The hcp reported that the patient had not followed up yet. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and peripheral neuropathy. It was reported that the patient fell on monday and landed on their butt and elbow, so they are going to see the doctor on thursday and wanted a manufacturer's representative (rep) present. The patient stated that after they got up and sat up their back was sore of course, but when feeling their back they can feel a ridge where their leads were put in and it feels like a cord, it goes where the leads are to the battery. The patient stated that they can see it and have never been able to feel that cord before. No further complications were reported or anticipated.